Event description:
When surgeon began marsupializing the large fibroid with the morcellator, she went thorough three morcellators and it was very difficult. The morcellators kept stopping. Called tech and he was unable to determine problem. When into four hours on the robot, decision made to stop and convert to laparoscopy. Did prolong surgery time. No negative outcome.